Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: two hours after starting the operation, found 2mm rubber material and retrieved it. Checked the trocars visually, but could not find any breakage. Operating time was not extended. Tissue damage: no. The trocars were discarded in the hospital. No patient injury was reported.

Manufacturer narrative:
(B) (4).